Manufacturer narrative:
Patient weight reported as (B)(6) kg. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for an intertrochanteric right hip fracture on (B)(6) 2015. While the surgeon was implanting a trochanteric fixation nail system (tfn), during the insertion process of the helical blade, the coupling head (part that is struck by the hammer), broke off away from the shaft that connects to the helical blade after three to four hammer strikes by the surgeon. It was reported that the coupling head hit the ground; it was never in the patient. The coupling shaft got stuck inside the insertion handle. There were no back-up devices available. The surgeon finished the procedure by taking the helical blade off of the broken piece and placing the helical blade on the extraction device, and inserted it manually since the channel or pathway was already there to follow. He did a half turn, oriented the blade in the right direction so the locking mechanism could engage. The surgery was successfully completed. There was no surgical time delay and no surgical/medical intervention. Patient status/outcome is fine. This is report 1 of 1 for (B)(4).